Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced blurred distance vision. Hence the lens was explanted and replaced with advanced technology intraocular lens in a secondary procedure. The clinical reason for explant was residual refractive error additional information was requested.